Event description:
A report was received that the patient's paddle lead was removed due to a blood clot. The patient's physician does not believe the blood clot was device related. The patient was later implanted with a new paddle lead.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.